Event description:
The customer reported that during use of this shaver blade in a subacromial decompression arthroscopic procedure, the patient sustained a burn on the skin. The reporter indicated that the surgeon noticed the skin around the lateral portal was reddened when he removed the shaver. Follow-up with the customer found the burn was described as second degree.

Manufacturer narrative:
Investigation results: this shaver blade will not be returned for evaluation as it was disposed of by the user facility; and therefore, malfunction cannot be determined. At this time, conmed linvatec is unaware of any additional medical or surgical treatment as a result of this event.